Manufacturer narrative:
Other, other text: eight cadd administration sets were returned for analysis. Upon visual inspection, no damages were observed but the arch height pump tube was found low. The samples were set for accuracy testing using a pump solis vip; all samples failed the testing. The manufacturing process was reviewed; no discrepancies found. Based on the evidence, the complaint was confirmed. The root cause was found due to manufacturing.

Event description:
Information was received indicating that while using cadd administration sets - flow stop an internal volume check was performed and an under-delivery variance of 8% - 15% was noted. There was no patient involved.